Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the patient's blood glucose was 576 mg/dl. She experienced stomach pain and blurred vision. The patient changed her set and treated via insulin pump therapy but her blood glucose remained high. The patient then treated via manual insulin injection and her blood glucose has since decreased to 275 mg/dl. During troubleshooting the infusion set cannula appeared straight. The insulin pump also passed the high pressure test. The insulin pump was not returned for analysis.